Event description:
Consumer complaint of low blood results. Caller normally is in the 150's mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (66) and the normal result (150) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologize for the lateness of this report.